Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
Information was received from a consumer receiving morphine 25.0mg/ml at 2.406mg/day via an implantable pump. The indications for use were non-malignant pain and post-laminectomy pain. The patient was suspecting leaking as it was puffy/swollen behind the pump. The patient was seeing the physician sometime the week of the (B)(6) 2015 for a pump refill. The patient stated that they had fallen a few times but not on their pump and stated there was no bruising or other signs of trauma. Troubleshooting, diagnostics, cause of the event, interventions or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.